Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (highest at 500 mg/dl). Customer managed elevated bgs by administering pump boluses and using a humalog pen. Customer's bg level were at 513 mg/dl at the time of the call. System check was performed with tandem technical support and the pump performed as intended. Customer was advised to change out the site.